Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed and a "service required" code was found in the ventilator's downloaded error log. The device had evidence of physical damage. The device's active exhalation control module and internal battery were replaced to address the issue.